Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2025, the patient¿s blood glucose levels increased to above 250 mg/dl after an unspecified duration of pod wear. The patient developed symptoms including dizziness, being on the verge of fainting, and inability to walk. The patient was hospitalized and diagnosed with elevated blood glucose levels. According to the patient, the hospitalization lasted approximately two weeks, including a period of admission to the intensive care unit, followed by transfer to a general care ward. The specific discharge date was not provided. No further information regarding treatment received during hospitalization could be obtained as the patient was unable to recall these details, stating that she was barely conscious during hospitalization.